Event description:
I had replaced a contact lens to an airpoptix lens for my monthly lens change. I have used this product in the past but the new product has a new coating included called "smartshield technology". I experienced an almost instant irritation with the product, the feeling that there was grit in the eye, and a lot of tearing. The lens never sat correctly on the eye and caused terrible irritation and itching. I attempted to wear the lens at a later date to see if it was another issue but the same result occurred. I contacted my prescriber, who changed the product to another lens and lens company, and the new lens caused no issues whatsoever. We had to conclude that the problem was with the airoptix lens manufactured by alcon.